Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number : 21246543, model/catalog description: coveredge x 32 surgical lead kit 50 cm. The explanted devices were  not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom of drainage and opening of the incision were noted. The physician believed it was due to poor protoplasm and not device or procedure related. The patient was placed on antibiotics and was explanted.